Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply board. The system operates as intended.

Event description:
The customer reported the system displayed an x-ray on in error message, which would cause the system to shut down. No patient injury was reported.